Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued repeated alert 39 restart alarms consistent with an insulin shaft encoder failure during pump rewind and supply change attempts, ultimately preventing infusion and necessitating backup subcutaneous insulin therapy; the device component implicated was the plunger. Symptoms included hyperglycemia and nausea with a reported glucose of 380 mg/dl. Outcomes included unexpected medication intervention and classification as a serious illness/impairment. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an electrical/electronic component problem associated with failure to infuse involving the plunger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.